Event description:
Pt reported that they have been experiencing elevated blood glucose (300 - 400 mg/dl), for the past 2 - 3 weeks. They indicated that they are able to successfully lower blood glucose by bolusing; however, their blood glucose increased during basal delivery. Additionally, pt reported that the rubber stopper, in their insulin cartridge, did not move from the time they went to bed until the time when they woke up, in the morning. No error messages were generated by the device.